Event description:
It was reported that during a shift check, the autopulse platform displayed a "system error" message while the device was in the 30:2 mode. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform shows that the top cover, front enclosure, bottom enclosure and the battery lock were damaged. The physical damages found during visual inspection are not related to the reported complaint that the autopulse platform displayed a "system error" message. The damages appear to have been caused by normal wear and tear (autopulse manufactured in may of 2011). Review of the autopulse platform's archive was performed and the reported complaint was confirmed. The archive data shows that system error code 132 (internal watchdog timeout) occurred on 8/20/2014, rather than on the reported event date of (B)(6) 2014 given by the customer. Functional testing was performed and the reported issue of a "system error" message was confirmed. The error message was cleared. Upon clearing the error message, the platform was cycled (powered on/off) three times and no messages or faults were observed. Based on the initial investigation, the parts identified for replacement were the top cover, front enclosure, bottom enclosure and the battery lock. In summary, the reported complaint was confirmed based on the archive review and during functional testing. The error was cleared. The physical damages found during visual inspection are unrelated to the reported complaint.